Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was concern for thrombus and the patient received a routine transplant on 27jan2018. No additional information was provided.